Event description:
It was stated the patient had a new pump implanted 6 months ago since the old pump¿s battery ¿started failing.¿ it was noted the patient had a few episodes of ¿bad overdose feelings.¿ it was stated that after 2 episodes and pump checks the health care provider (hcp) told the patient they were suffering from ¿some sort of post-traumatic stress.¿ it was stated that this was possible. It was noted the patient returned from the hospital last night. It was noted that every time an episode happened the patient had done some work on their car. It was noted the last episode was ¿very bad.¿ it was stated the patient was leaning against the front fender of their car while tugging on tools for ¿maybe an hour or more squashing the pump¿ between their body and the car. It was noted the pump was used for pain and delivered morphine. It was noted the patient found it ¿hard to believe¿ that post-traumatic stress was causing this. It was later reported the patient was sitting in bed from what they felt was another overdose. It was reported the patient had symptoms of ¿lots and lots of sweat¿ after coming inside from working on their car then their sense of smell ¿went through the roof¿ making everything ¿stink badly.¿ it was stated it was a ¿medical smell¿ and reminded the patient of sulfur. It was stated the smell was also on the patient¿s mouth ¿but in flavor,¿ and their wife could sometimes smell it on their breath. It was stated the patient had nightmares of dark surroundings and people suffering when they fell asleep. It was stated the nightmares were horrible. It was stated when the patient would fall asleep and when the dreams stopped they knew the morphine was nearly out of their system. It was stated the patient had burning skin, pin and needles, and their muscles ached. It was noted the patient had to try hard to control themself and not lose control of their mind and body. It was stated the patient¿s muscles would twitch and shake during sleep. It was noted the patient lost 2 kg in 24 hours from sweating. It was noted the patient stayed home this time and put themselves to sleep using heavy drugs the hospital gave them last time. It was noted the patient never had these problems with their previous pump. It was stated the patient needed the pump replaced because this one ¿must have been faulty.¿ it was noted the patient was scared to do any activity or stay active. On (B)(6) 2014 it was reported the patient believed their pump was overinfusing. It was noted there was patient injury. It was reported it was unknown if the symptoms were device related. On the same day, it was stated that no diagnostics had been performed yet because the hcp believed may be related to other conditions the patient had and was considering psychiatric involvement. It was noted the patient was seeing the managing physician on (B)(6) 2014 to reassess their condition. It was sated the patient was doing ok apart from the symptomatic episodes, but the episodes had not been directly attributed to the pump at this time. The device was still implanted as of (B)(6) 2013.

Event description:
It was later reported that the morphine concentration was 10 mg/ml. It was noted at the time of report that the healthcare provider (hcp) was planning to revise the catheter as there was no indication that the pump was malfunctioning.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# 0206920383, product type: accessory. (B)(4).